Event description:
The rptr states that she obtained 340 mg/dl and 157 mg/dl within 10 mins on the accu-chek compact system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.